Event description:
It was reported via repair work order that the wire harness was bad. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the wire harness was bad. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the wire harness was bad. Follow-up submitted as further investigation determined the mattress was not recognized by the bed due to a integration/merlin malfunction. This is not likely to harm the patient as the patient would still be supported by the primary mattress surface. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.